Manufacturer narrative:
A ge oec service rep investigated the issue and found a defective cpu. The cpu was replaced. The system was tested and found to be operating as intended. No negative pt effect was caused by this malfunction. The facility was unable or would not provide any pt info with respect to this issue.

Event description:
The ge oec 9800 fluoroscopy system displayed a fatal error code "uninterrupted vector 6 error".